Event description:
It was reported that a spectrum pump constantly alarmed downstream occlusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no. (B)(6). The device was received for evaluation. During functional testing, 'constant downstream occlusion' was reproduced. A review of the event history log revealed multiple events of 'downstream occlusion!'. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be downstream sensor values are out of range. The downstream sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.